Manufacturer narrative:
This report is submitted on february 22, 2022.

Event description:
Per the clinic, the patient experienced a seroma over the implant site that was surgically drained. The wound continued to drain fluid. An infection later developed at the wound site that was treated with oral antibiotics. There was an extrusion of the receiver stimulator through the skin flap. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.